Manufacturer narrative:
A replacement transformer was sent to the customer. The product was received on (B)(4) 2013. Through the product has been received, it has not been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that she witnessed sparking at the strain relief, which is a safety risk. In f/u with the customer she also stated that there was no fire or flame and that no injuries were sustained as a result of the issue. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer svc that her transformer had exposed wires and she saw sparking at the strain relief.